Manufacturer narrative:
H.11: based on device history review it can be highlighted that device was installed since 2017 and two other previous similar events have occurred. Based on the above, it cannot be ruled out that the stirrer motor block was due to advanced corrosion process inside the ball bearing. The causes leading to the corrosion, which generates irregularities on the surface of the balls, are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message on patient side associated to the stirring mechanism, during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported issue: stirrer motor was not working. In order to solve the issue, stirrer motor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.